Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy when approaching duodenum for the first firing as soon as the tissue was clamped and the green button was pressed, the adapter came off. A new shell was attached to complete the case. There was no patient injury.